Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au chemistry analyzer. The fse inspected the analyzer and found the sample probe misaligned, roller tubing flat and wash valve malfunctioning. The fse determined multiple hardware malfunctioned. The fse replaced the wash valve, roller tubing and realigned the probe to resolve the issue. The fse performed system verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the au680 clinical chemistry generated false low patient results for multiple chemistries which includes sodium (na), potassium (k),chloride (cl), calcium (ca), blood urea nitrogen (bun), magnesium (mg), ethanol (etoh), aspartate aminotransferase (ast), glucose (glu), creatinine (crea), g-glutamyl transferase (ggt), total protein (tp), and carbon dioxide (co2) with "g" flags. Also, the customer reported. The customer also indicated that the issue was first observed during quality control (qc) testing and subsequently affected patient testing, the erroneous results were not reported outside the laboratory. The exact number of erroneous results is unknown as patient data was not available. Verbal example of results was provided for two (2) patients. There was no report of change to treatment, injury, or death associated to this event.